Event description:
It was reported that the intraocular lens was explanted in a secondary procedure because the patient was not happy. It was stated that the patient saw large ghost halos and was unable to read and watch television or drive. No further information was provided.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. Visual inspection of the return sample showed that the lens was received incomplete. It can be seen that the lens is cut in pieces. The lens condition is consistent of a lens that was explanted from the patient¿s eye. Due to the condition of the lens, additional analysis was not able to be performed. The manufacturing record review was performed. No deviation or non-conformance report (ncr) was identified for the complaint type reported or related to the initial report information when this production order was manufactured. There were no process and / or material changes within the production order number. The in-line optical inspection data shows the lens is within power specification. There were no non-conformances with respect to the sterilization process. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.